Event description:
It was reported that the pump issued an altitude alarm 21. The customer's blood glucose level did not exceed 500 mg/dl and remained within the normal range. Technical support guided the caller to clean the speaker holes and advised them to remove and reconnect the pump's cartridge. After these steps, the insulin was successfully resumed, and the alarm did not recur. The pump returned to normal operation, and the customer received tips to prevent future altitude alarms.